Event description:
It was reported that at implant the lead had multiple dislodgements and the physician chose to use an active fixation lead in its place. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated that the lead had been attached to the device; the pocket had been closed when there was loss of capture and the lead dislodged after the patient was being moved from the table. The physician needed to perform an additional procedure to explant and replace the lead. No patient complications have been reported as a result of this event. Given the additional information and that the patient's pocket had been closed and needed to be reopened there is now an adverse event. The MDR has been updated accordingly. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.